Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. In additional info becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that, "pt revised due to pain, loose socket.